Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective hard drive that was removed and replaced, with updated software. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy sys failed to boot prior to daily procedures. Another c-arm was brought in to replace this system removed from use for svc.